Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. No pieces of insulation were missing, there was no thermal damage see, and the electrical continuity test passed. The root cause of this failure is attributed to a component failure. Fa found an additional failure that was not reported by the customer and not related to the reportable event. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.064¿ - 0.147¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 470205-17/n102011100 0190) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 4 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. There was no photo or video provided by the site for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the insulated wire of the fenestrated bipolar forceps instrument was noted be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no signs of thermal damage at the site of the conductor wire breakage. The damage was identified prior to reprocessing. The instrument was inspected prior to use during the last procedure. There was no reported issue with the instrument during the last procedure. Further patient-related information could not be provided.